Event description:
It was reported that an one-link needlefree IV connector would not flush. This occurred during priming. It was reported that the customer had to unscrew and then screw the syringe back on. There was no patient involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.